Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During an seeg case on (B)(6) 2018, the patient was pinned, registered, prepped and the robot was driven to the first trajectory. While drilling, the surgeon noticed that the drill was making a strange noise, and then could not get the drill out of the drill guide. The drill bit and drill guide were switched out and the case continued. After the original drill bit sat for the remainder of the case, the surgeon tried again to remove it from the drill guide, but it would not move. Since there were multiple drill guides at the hospital, no time was lost during the case, and the remainder of the case finished with no problems.

Manufacturer narrative:
It was reported that a drill bit got stuck in the drill bit adaptor during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. As the product was not returned, no investigation was performed and the root cause of the event cannot be determined.

Event description:
During an seeg case on (B)(6) 2018, the patient was pinned, registered, prepped and the robot was driven to the first trajectory. While drilling, the surgeon noticed that the drill was making a strange noise, and then could not get the drill out of the drill guide. The drill bit and drill guide were switched out and the case continued. After the original drill bit sat for the remainder of the case, the surgeon tried again to remove it from the drill guide, but it would not move. Since there were multiple drill guides at the hospital, no time was lost during the case, and the remainder of the case finished with no problems.